Manufacturer narrative:
The insulin pump had bleeding lcd glass, minor scratched lcd window, broken battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that there was crack on the battery compartment. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.